Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Prior to the patient's death, a remote transmission noted what appeared to be an episode of ventricular tachycardia (vt) that the device was undersensing. No programming changes had been made yet and the representative was notified that the patient had just passed away from cardiac arrest.